Manufacturer narrative:
It was reported the facility was not performing the brushing step in the manual cleaning process using the scope buddy flushing aid. Medivators sales representative was told by facility staff that they had eliminated the brushing step in the manual cleaning process while using the scope buddy flushing aid. The facility is not following the steps to appropriately manual clean an endoscope prior to high level disinfection in the aer. Medivators field staff have informed this customer of the correct processes. They are still in close contact with this customer. To date, there have been no reports of patient illness or injury. Improper manual cleaning of an endoscope could lead to a serious injury to a patient. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
It was reported the facility was not performing the brushing step in the manual cleaning process using the scope buddy flushing aid prior to endoscope reprocessing. Improper manual cleaning could lead to serious patient illness or injury.